Event description:
The patient reported that the pump had intermittent power. The patient reported that after changing out the battery, the pump chirped but the screen did not come on. The patient confirmed that there was no trauma to the pump, there was no damage to the battery compartment or cap, and the yellow o-ring was not visible.

Manufacturer narrative:
(B)(4): a review of the pump history indicated that rebooting had occurred which could not be duplicated during testing. There was no physical damage found to the battery compartment or cap; the battery cap fastens securely to the pump. The pump powered on appropriately to the verification screen with functional auditory and vibratory alarms. The pump was exercised for 24 hours with no power issues occurring.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.